Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burnt wire. The burnt wire was located on the bridge rectifier of the power supply. The burned wire was noticed during machine repair after the machine was pulled from service for alarming with a 24 volt low error. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 35,000 hours. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned wire. The biomed replaced the bridge rectifier, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The bridge rectifier was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burnt wire. The burnt wire was located on the bridge rectifier of the power supply. The burned wire was noticed during machine repair after the machine was pulled from service for alarming with a 24 volt low error. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 35,000 hours. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned wire. The biomed replaced the bridge rectifier, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The bridge rectifier was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burnt wire. The burnt wire was located on the bridge rectifier of the power supply. The burned wire was noticed during machine repair after the machine was pulled from service for alarming with a 24 volt low error. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 35,000 hours. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned wire. The biomed replaced the bridge rectifier, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The bridge rectifier was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer investigation determined a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.